Event description:
It was observed during the device inspection that the xenon light source exhibited no image with 190 series scope due to a faulty scope socket. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. It has been over five (5) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. However, it was presumed that due to the failure of the output socket, communication abnormality of the endoscopes occurs and the image is not displayed. Olympus will continue to monitor field performance for this device.